Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead could not be repositioned or removed from the tissue in the atrial septum. The lead was capped, and a different lead was placed. No patient complications have been reported as a result of this event.